Event description:
Customer reported an issue with a pump display, citing a large blot in the middle of the screen that prevented them from reading it. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump under warranty. They confirmed the shipping address and instructed the customer on storage mode and the return process for the faulty pump, which the customer acknowledged. The customer was to use multiple daily injections as backup therapy to ensure no interruption in insulin delivery.